Manufacturer narrative:
Date of event was reported as 2014 (implant date of the device was on (B)(6) 2014).

Event description:
Information received from the patient reported that their prior implantable neurostimulator (ins) was supposed to last 3-5 years but only lasted 2 to 6 months. The indications for use for the implanted device were noted as degenerative disc disease/herniated disc pain and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.